Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in diagnostic procedure when the issue occurred, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device could not exposure. Review of log files showed that the power inverter (point) certeray was faulty. To resolve this issue, the fse replaced the power inverter (point) certeray. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system can't expose. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.